Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) to correct the reported event. The system was tested and verified as ready for use. Isi did receive the hrsv to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, that the customer called to report the right eye on the surgeon side console (ssc) went out. Video was normal on monitors and on the other ssc. The surgeon completed the procedure on the second ssc. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Although a definitive root cause could not be established, the probable root cause is attributed to an electrical component issue in the high resolution stereo viewer (hrsv). While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.